Event description:
It has been reported to philips that, flexvision pc intermittently having boot up problems. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was having boot up problem. Review of the system log file showed that there was a flexvision pc error which result intermittently boot up problem. The fse replaced the flexvision pc and the hard disk, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.